Event description:
This report is being filed upon notification from our radiology manufacturer in another country, of an event that occurred. After implementation of a new digital spot film imaging (dsi) release, a customer complains about a mismatch of patient data and images during viewing and printout. There was no patient injury.

Manufacturer narrative:
The root cause is a design problem in the d2ipb circuit board.